Event description:
It was reported that during a gastric band removal conversion to sleeve gastrectomy procedure, the realize band had migrated. The band was removed and conversion to gastric sleeve completed. The patient is fine.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Can you clarify if the band has migrated (slipped) before sleeve conversion or it migrated during the sleeve conversion procedure? It migrated prior to the sleeve procedure. Patient history fill. Only records were that she had her last fill 3 weeks prior to removal .5cc was added, 1 week later she got a virus and had vomiting and nausea her total volume in the band was 8.7cc. Was the patient experiencing difficulty swallowing? Not indicated. Did the patient have abdominal pain or other symptoms before sleeve conversion? Nausea and vomiting. Was the patient compliant with a dietary regime? The response from practice was somewhat compliant with diet.